Event description:
Revision surgery - all poly/cemented cup broke through the floor of the pelvis. Surgeon used a "cage/cup" to rebuild the acetabular floor. Replaced with new neck, sleeve, and head. Sales rep stated that the encore product did not fail, they were removed for accessibility only.